Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented to e.r. X-ray revealed disassociated constrained liner and loose malpositioned cup. Scheduled for revision surgery". Rep cited that the patient had suffered multiple falls. Rep also reported that x-rays, medical records, and further information will not be released by the hospital.